Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information lung, right upper lobe. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This record was reviewed by the pms clinical expert as serious injury due to the customer reporting an allegation of ¿lung cancer and cancer in the right upper lobe¿. In this report, section h - type of reported complaint, evaluation method, evaluation results and conclusion code has been updated.